Event description:
It was reported that the insulin gauge displayed an incorrect amount, with the pump showing a fill estimate of zero units contrary to expectations. There was no adverse impact to the customer¿s blood glucose level. The customer managed to load a cartridge on the pump and opted not to pursue further troubleshooting, indicating they would contact support again if the issue persisted.